Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly was unable to deflate and subsequently was difficult to remove through the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. Visual inspection noted incidental bends through out the catheter length from returned packaging. During functional testing an in-house 035" guidewire was unable to advance through the catheter due to dried blood. The guidewire was able to advance through the length of the balloon allowing the catheter to be advanced and retracted through the in-house 5fr sheath without issue. The balloon was successfully inflated and deflated. Therefore, the investigation is inconclusive for failure to retract as the original sheath was not returned with the catheter. The investigation is also unconfirmed for deflation issue as the balloon was able to fully inflate and deflate without issue. Based on the returned sample condition, the definitive root cause for the reported event could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date (04/2020). (Conclusion1).

Event description:
It was reported that during an angioplasty procedure in the left sfa, the pta balloon allegedly was unable to deflate and subsequently was difficult to remove through the sheath. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.